Event description:
It was reported that the customer stuck her reservoir in a previous insulin pump that she used because the insulin pump still had some insulin. The customer stated that her blood glucose levels had gone up to 400 mg/dl. The customer stated that she did not rewind her pump. Advised that she must always prime her insulin pump when putting on an infusion set. The customer received a check settings alarm. Advised customer on how the bolus wizard works. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).